Event description:
It was reported that a balloon rupture occurred. The 85% stenosed target lesion was located in the severely calcified and severally tortuous vessel. The 2.50mm x 12mm nc emerge balloon catheter was advanced for pre-dilation of the target lesion. However, during the procedure, the balloon burst at 12 atm. The device was removed and the procedure completed successfully with another balloon. There were no patient complications.

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed target lesion was located in the severely calcified and severally tortuous vessel. The 2.50mm x 12mm nc emerge balloon catheter was advanced for pre-dilation of the target lesion. However, during the procedure, the balloon burst at 12 atm. The device was removed and the procedure completed successfully with another balloon. There were no patient complications.